Event description:
Since rptr had implants put in 14 yrs ago, she has one problem after another. She has been hospitalized many times. She has been in severe pain & has not been able to work in the past few yrs. In 1994 she had her implants removed. The whole outer lining was eaten away. She now has silicone in her body in other places. She was pregnant with the implants & she also breast fed for 1 1/2 yrs. She is very concerned about how her son will be affected. She complains of allergies, asthma, myalgia, arthritis, carpal tunnel, anemia, constipation, bladder infection, "hearing", & weight loss.